Manufacturer narrative:
(B)(4). Batch #: u93p09. Investigation summary as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a total laparoscopic hysterectomy, the blade broke inside of the patient while cutting through a bit of tissue. The piece was found by visual observation and the procedure was completed with a like device with no patient consequences.